Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened, however, the timing and cause of the damage could not be determined. Although the expose portion of the soft cannula was flattened, fluid was able to pass through the fluid path and exit the distal tip of the soft cannula with no issues. The formed needle and bottom housing were inspected, and no abnormalities were found that would contribute to the reported skin condition swelling. The cause of the skin condition swelling could not be determined. No other damages or defects were found that would result in a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 30 mmol/l (540 mg/dl). The patient reported swelling at the infusion site while wearing the pod on the abdomen for between 36 and 48 hours.